Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterosalpingo-oophorectomy ("hysterectomy and had to have the ovaries out too") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient underwent hysterosalpingo-oophorectomy (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced flatulence ("gas bubbles"). At the time of the report, the hysterosalpingo-oophorectomy and flatulence outcome was unknown. The reporter provided no causality assessment for hysterosalpingo-oophorectomy with essure. The reporter considered flatulence to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.